Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
One instance of tubing leaking during infusion.

Manufacturer narrative:
The customer reported the tubing was leaking during infusion, and returned one used sample of material 2426-0007, lot 25065301. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water, and then a leak was found in the middle of the tubing, about 20 inches above the male luer. The tubing was sliced or cut open about 50% of the way through the tubing segment. The complaint of leakage and tubing damage is verified. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was unable to trace the reported issue to the manufacturing process. The root cause is unknown.